Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the hospital for unrelated reasons. Fluoroscopy was performed and revealed the right atrial lead was dislodged. The lead was explanted without troubles. The patient experienced no adverse consequences.